Manufacturer narrative:
Review of procedure ID# (B)(6) shows very bright cataract in the scheimpflug imaging and patient movement during capsulotomy. This may have caused a double cut, tags or adhered areas of the capsule button which require careful removal. Checking quadrants with a gentle perpendicular pull and if adhered a counterclockwise peel to remove the capsule button. If the button is pulled without checking this can create micro tears at tagged or adhered sites weakening the capsule. System functioned as designed. No further clinical follow-up required.

Event description:
On (B)(6) 2025, doctor (B)(6) reported that during procedure ID #(B)(6), they received multiple lines, and the capsule split.